Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrector did not cut but aspirating during the vitrectomy surgery. The surgery was completed after replacing the cassette. Additional information requested and received that there was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a bag. The sample was visually inspected and found to be non-conforming with the o-ring in the vent hole, dried white foreign material on the port face, and orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and non-conforming for actuation. The probe sample was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was unable to actuate. The engine assembly was then disassembled. Four o-rings were observed in the rear engine housing and no spacer was observed to be present. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe sample had a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. After the probe was disassembled, the sample was retested for actuation and the engine was unable to actuate. Therefore, the root cause of the actuation failure is the presence of four o-rings and absence of the spacer in the rear engine housing. Per specification, the rear engine housing should contain a spacer and two o-rings, one on each side of the spacer. The engine components are assembled with an automated piece of equipment at the manufacturing site of the reported product. Therefore, the cause of the actuation failure is related to the manufacturing process of the device. A non-conformance investigation was initiated in order to investigate the root cause of the four o-rings and missing spacer. No additional action was taken by the manufacturing site since the reported cut failure was not confirmed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).